Manufacturer narrative:
The tech found the siderail center arm was broken. He replaced the siderail center arm to repair the bed.

Event description:
Info received indicates the right head siderail will not stay in place.